Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic ventral hernia, when tacking the mesh to the abdominal cavity, there were difficulties with loading the reload onto the handle. Three devices were used in the procedure, the first two did not work correctly. The first tacker did not fire at all. The second tacker had several tacks placed with no problem and then the tip fell off into the patient¿s cavity. The tip was retrieved and they were unable to reload the device so a third tacker was opened and it worked perfectly to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The visual inspection noted no abnormalities. The articulation knob functioned properly. The handle could be actuated and cycled properly with no device loading unit (dlu) loaded. Two fully applied dlus with disrupted timing and scratches on the inner tube were received. A test dlu was loaded onto the device but the dlu was unable to properly secure onto the device. The returned device was disassembled, and damage was noted on the spur gear. Additionally, further investigation the distal sleeve had disengaged from the returned device and remained inside of one of the returned dlus. A review of the device history record could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition could be due to excessive manipulation or to improper loading of the single use loading unit (sulu) indicated by the scratches on the dlu and the spur gear damage. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. Additionally, the investigation detected a secondary condition of an assembly issue that has no relationship to the reported condition. It was determined that the distal sleeve was part of a defective component lot where the retaining feature wasn't formed due to skipped operation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.